Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead exhibited noise over-sensing. No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the patient will continue to be monitored.